Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle libre app, a "signal loss" issue was encountered with the adc device and as a result, the sensor¿s alarm failed to trigger. The customer became hypoglycemic and experienced symptoms of dizziness and a loss of consciousness and was unable to self-treat. The customer had contact with an healthcare professional who measured the customer's blood sugar and administered oral glucose for treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported while using the freestyle libre app, a "signal loss" issue was encountered with the adc device and as a result, the sensor¿s alarm failed to trigger. The customer became hypoglycemic and experienced symptoms of dizziness and a loss of consciousness and was unable to self-treat. The customer had contact with an healthcare professional who measured the customer's blood sugar and administered oral glucose for treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "beginning of (B)(6)". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.